Event description:
The physician attempted closure of the arteriotomy with techstar xl 6 fr device. The shaft fractured at the junction with the handle. No vessel damage or pt injury occurred. Closure was achieved with manual compression. This event is being reported because device fractures have resulted in the need for intervention in the past.